Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported during start up, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.